Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed mixing pump. The DHR is not required as the device has undergone previous servicing and therefore the reported event is not manufacturing related.the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device temperature could not decrease. Per review of wo on (B)(6) 2024, there was no patient involvement. Per sample evaluation results received on 26mar2024, there was a failed mixing pump in an arctic sun device.